Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Reportedly, half of the pump touch screen became black and customer is unable to see the pump touch screen. Customer's blood glucose was 146 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.